Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced hypoglycemia. The customer low blood glucose level was 52 mg/dl. Customer also having the another different blood glucose levels was 65 mg/dl to 70 mg/dl, 53 mg/dl, 57 mg/dl. The customer was treated with orange juice then grape juice for the low blood glucose. The customer was assisted with troubleshooting. The device will be returned for analysis.